Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00805. It was reported that the burr became stuck on the rotawire upon removal. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink¿ plus and a rotawire were selected for use. During procedure, upon removal of the burr catheter from the patient's body, the burr encountered severe resistance against the rotawire and could no longer be separated. The procedure was completed with another of the same device. There were no patient complications reported.